Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stainless steel instrument. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted no abnormalities, however during functional evaluation the staples did not form properly. Engineering verified the cartridge support pin was slightly bent. A review of the device history record indicates this device serial number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of the device complaint history did not display an increased trend. Replication of the poor staple formation demonstrate that the condition may be due to the bent cartridge support pin. The bent pin in the cartridge support assembly misaligns the anvil with the cartridge, which results in the staple legs not striking the staple pockets to create properly formed staples. The bent pin in the cartridge support is attributed to the user exerting excessive force when separating the cartridge and anvil assemblies while they were hinged together. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Additional information: product serial number, product receipt.

Manufacturer narrative:
(B)(4).(B)(6).

Event description:
According to the reporter, during a jejunum resection the staples did not form correctly. Another reload was used and a second tissue resection was done to correct the condition. The last known status of the patient is reported as fine. No reinforcement material was used.